Event description:
Client was being transferred to bedside commode with invacare mechanical lift when suspended over bedside commode, hydraulics malfunctioned causing client to be abruptly dropped unevenly onto bedside commode. The impact caused the left side chain to be dislodged from lift, causing injury to client¿s left foot when it hit either bedside commode leg or mechanical lift. Hha and client are unable to state exactly what foot was hit on, only the steps leading up to the injury. Hha then used lift to get client back up and in bed, when it malfunctioned again when client was suspended over bed. The lift failed to lower client to bed, and remained in the air for 45-60 seconds before lowering.